Event description:
Clamp did not tign/compress.

Manufacturer narrative:
It was reported that during a circumcision, "performing elective circumcision on infant with gomco clamp. Clamp did not tign/compress. Site sutured to stop bleeding. Bell of gomco not engraved with size". Later it was reported, "the surgical approach was changed. No harm came to the patient". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.